Event description:
Report received from the USA stating that prior to the start of the surgery it was discovered that the device was not turning fast enough, causing the device not to be used in surgery. There was a replacement device ready for use, but there was still a "10 minute delay" to start the surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to immersion during cleaning. The event was confirmed. If additional information is received, a supplemental report will be sent.